Event description:
It was reported that this pacemaker system triggered an alert due to a low out of range right ventricular (rv) pacing impedance measurement of less than 200 ohms. Additionally, there were some stored events due to undersensing and oversensing of noise. It was noted that both right atrial (ra) lead and right ventricular (rv) lead pacing impedance measurements had been decreasing progressively over the past 1 year. Technical services (ts) recommended troubleshooting options and stated that if leads integrity issue was confirmed, leads revision should be considered. This pacemaker device remains in service. No adverse patient effects were reported.